Event description:
Per the clinic, the patient experienced loss of connection to the internal device, subsequent to sustaining a head trauma in (B)(6) 2023. Troubleshooting attempts were made; however, the issue could not be resolved. The implanted device remains. It is unknown if there are plans to explant the device and reimplant the patient with another cochlear device as of the date of this report.

Manufacturer narrative:
This report is submitted on june 6, 2024.

Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2024. Reimplantation is planned but it is unknown if the planned reimplantation has taken place at the time of this report.